Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 147 mg/dl and sensor glucose value that triggered suspend event was 67 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications.